Event description:
On 01/18/2024, it was reported by a sales representative via (B)(4) that an ar-1923pk percutaneous insertion kit had a crimp that caused an issue with insertion. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that an internal manufacturing issue is the most likely cause of the reported failure. The complaint allegation was confirmed based on the customer's attached picture, which displays a shaft's tip with a deformity on the inside diameter.

Manufacturer narrative:
Additional information: b3, b5, g3.

Event description:
Additional information was provided on 2/1/2024 where the sales representative stated this occurred on (B)(6) 2023 during a labral repair case. Another 2.9 pushlock percutaneous insertion kit was opened to complete the repair.